Manufacturer narrative:
It was reported that the bovie tip sparked. There was no injury reported and the procedure was completed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
A very small flame was noticed on the bovie tip.